Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: the text on the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the display screen had become dim. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.